Event description:
The customer reported the device failed to fully power up for use. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4): the customer reported the device failed to fully power up for use. There was no report of pt involvement or adverse pt impact. The local philips service rep evaluated the device, confirmed this symptom and further clarified that the device displayed error code 00040 upon power up. Error code 00040 is accompanied by the message/instruction defib failure cycle power and operation is halted. The power pca was found to be defective. The device passed testing and was returned to the customer.